Event description:
This 32 yr old female underwent a subpectoral augmentation mammoplasty 8.29/96. The implants have settled to the point where they are too low on both sides. During the procedure to elevate the implant pockets, the right implant had its floor successfully elevated, the left implant was torn during the procedure leading to deflation. The left implant was surgically replaced.